Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have received inappropriate shocks for atrial tachycardia/ atrial fibrillation with rapid ventricular response that the implantable cardioverter defibrillator (ICD) detected as ventricular fibrillation (vf).  The ICD remains in use.  No further patient complications have been reported as a result of this event.